Event description:
Information was received, from multiple sources (healthcare provider, clinical study). Regarding a patient who was receiving saline (pfns, pbs) via an implantable pump. For unknown indications for use. It was reported that examination on (B)(6) 2024, revealed erythema and warmth at the pump site. The patient was started on doxycycline and the pump fill was cancelled, secondary to possible infection. The patient presented for site evaluation on (B)(6) 2024. And the site appeared 'slightly better'. Some chills were reported, but fever was denied. They continued on doxycycline. Examination on (B)(6) 2024, revealed decreased redness, discoloration and swelling at the pump site. Palpation revealed, moderate warmth at the site. The patient reported, pain at the pump site. On (B)(6) 2024, the implanting physician reported the infection had resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.